Event description:
The customer reported there was a noise and a leak coming from the back of the analyzer. The field service representative found a kinked water line introduced air into the system, the magnet water pump then air-locked and melted the pump head. He replaced the pump head. He ran mechanical checks, verified correct water pressure, and checked for leaks. No further issues were found with the pump. The customer ran calibrations and qc which was within specifications. No patients were involved in the event and no customer was adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).